Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested at complainant the latest one on november 21, 2017 but was not available. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: it is reported that a "druckscheibenprothese" was implanted approximately 20 years ago and was revised on an unknown date. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Conclusion summary: it is reported that a "druckscheibenprothese" was implanted approximately 20 years ago and was revised on an unknown date. There is no specific reason for the revision surgery. No surgical documents like x-rays or surgical reports were received. The device has not been returned for investigation, therefore the condition of the device is unknown. There is no relevant patient information available. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4)..

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In an email the surgeon, dr. (B)(6), reported a planned revision surgery on (B)(6) 2017 for an unknown druckscheibenprothese for another patient. Thus, this complaint is opened.